Event description:
It was reported that the lead sustained clavicular crush. It was not possible to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.